Event description:
Information received does not address the patient's clinical status but notes that during the implant procedure, the physician heard the setscrew click once while tightening down the lead. Attempts to manipulate the setscrew were unsuccessful as it could not be tightened or loosened. The device was working, so the procedure was completed. One day post implant, capture anomalies were noted and the device was replaced.